Event description:
It was reported that suture placement was attempted with two proglide devices in a common femoral artery using the preclose technique prior to an aortic prosthesis procedure. The arteriotomy was a 6f and upsized to a 20f for the interventional procedure. Reportedly, after the plunger was retracted there was no suture was present. Three additional proglide devices were used with the same results. A prostar xl device was used pre-placing the sutures successfully. The interventional procedure was completed and hemostasis was achieved with the pre-placed prostar xl sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other three proglide devices referenced are being filed under separate medwatch MFR reports.

Manufacturer narrative:
(B)(4). Correction - lot number was changed from 31101k1 to 31111k1. Evaluation summary: the device was returned for analysis. The reported device operates differently than expected (needle to cuff miss)/suture retrieval issue was not confirmed because key components were returned for analysis. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. Two unused, sterile representative samples with the lot number 31111k1 were returned for evaluation. Visual and functional testing were performed and the devices passed with acceptable results. No malfunction or abnormal observations were detected.